Event description:
After IV peripheral insertion, the catheter was flushed with ns syringe. Blood and ns squirted out from the opposite end where the tubing is not connected. IV catheter removed and sequestered. A new IV catheter set started on the patient. No patient harm. No staff harm.